Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a patient desaturated to 70% spo2 after suddenly moving whilst using an opt946 optiflow + adult nasal cannula. It was further reported that the tubing of the subject opt946 optiflow + adult nasal cannula was found damaged. The patient was provided therapy with a high concentration mask while the subject cannula was replaced. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The opt946 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt946 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer has stated that a patient desaturated to 70% spo2 after suddenly moving whilst using an opt946 optiflow + adult nasal cannula. It was further reported that the tubing of the subject cannula was found damaged. No further information was provided. Conclusion: without the return of the subject device for evaluation and further information, we are unable to determine the cause of the reported damage to the subject opt946 optiflow + adult nasal cannula. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt946 optiflow + adult nasal cannula would have met the required specifications at the time of production. The setup instructions in the user instructions which accompany the opt946 optiflow + adult nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: appropriate patient monitoring must be always used. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that a patient desaturated to 70% spo2 after suddenly moving whilst using an opt946 optiflow + adult nasal cannula. It was further reported that the tubing of the subject opt946 optiflow + adult nasal cannula was found damaged. The patient was provided therapy with a high concentration mask while the subject cannula was replaced. No further patient consequences were reported.